Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received buttons was harder to press as well as insulin pump was stops during the priming. Customer¿s blood glucose was unknown. Customer stated that they rainbow effect on screen when outside, insulin pump had rejected new batteries in the past and motor was slower during the rewind. Customer noticed that the buttons were harder to press in order to get it to function properly. Troubleshooting was performed for button error but declined for other issues. Customer was advised to the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.